Event description:
Related manufacturer report number: 2017865-2020-01451. New information received notes an increase in capture thresholds was observed early (B)(6) 2019. The patient' atrial lead was re-positioned (B)(6) 2019 and remained implanted. There were no patient consequences before, during and following this procedure. The patient presented for a follow up in clinic (B)(6) 2020 and increased capture thresholds were observed on the atrial and ventricular leads. The patient's venous anatomy was thought to be a contributing factor to issues observed. The right atrial and right ventricular leads were explanted and replaced. The patient was stable before, during and after the procedure

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no sensing and no capture was observed on the atrial lead. Programming changes were made. A lead revision was scheduled for a later date. The patient was stable.